Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician suspected that the right ventricular (rv) lead was compromised due to excessive blood coming out of the back of the lead. The lead was removed and replaced. Patient was in stable condition.